Manufacturer narrative:
Evaluated two opened/used enlite sensors and performed visual inspection and found both sensor needles bent inside sensor base. We were unable to confirm customer received sensors in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 200 mg/dl. Customer advised they had three sensors and none of them functioned properly. Customer advised they removed the sensor and there was no cannula on one of the sensors. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.